Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "folds", "waves" and "rotation". Cont e1 phone number: (B)(6).

Event description:
Healthcare professional reported "capsular contracture, baker grade I", "folds", "waves" and "rotation". This record is for the right side. The device was explanted and it is unknown if it will be returned.